Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed, with the battery level at 7 percent. Boston scientific technical services (ts) estimated the remaining battery life to be approximately six months, considering a depletion rate of 3 to 4 percent per quarter. Additionally, a battery depletion alert could still be triggered due to a premature battery depletion (pbd) advisory, ts suggested that the device be monitored consistently using the latitude system or listening for beeping tones. The device remains in service. No adverse patient effects were reported.